Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, are not available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, infection (local, driveline, and pump pocket), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio values, as well as suggested anticoagulation modifications. Section 6 of the IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as the date of publication since the date of data collection was not provided. Author information: niklewski, t., jurkiewicz, m., szczurek-wasilewicz, w., szygula-jurkiewicz, b., skrzypek, m., przybylowski, p., & hrapkowicz, t. (2025). Preoperative albumin-bilirubin (albi) score is the strongest predictor of mortality after lvad implantation. Biomedicines, 13(10), 2449. Https://doi.org/10.3390/biomedicines13102449. Department of cardiac, vascular and endovascular surgery and transplantology, silesian center for heart. Diseases, 41-800 zabrze, poland; student¿s scientific society, 3rd department of cardiology, faculty of medical sciences in zabrze, medical university of silesia, 40-055 katowice, poland; student¿s scientific association, department of cardiac, vascular and endovascular surgery and transplantology, faculty of medical sciences in zabrze, medical university of silesia, 40-055 katowice, polan; 2nd department of cardiology and angiology, silesian center for heart diseases, 41-800 zabrze, poland; department of pharmacology, faculty of medicine, university of opole, 45-052 opole, poland; 3rd department of cardiology, faculty of medical sciences in zabrze, medical university of silesia, 40-055 katowice, poland; department of biostatistics, faculty of public health in bytom, medical university of silesia in katowice, 40-055 katowice, poland; department of cardiac, vascular and endovascular surgery and transplantology, faculty of medical sciences in zabrze, medical university of silesia, 40-055 katowice, poland. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported in "preoperative albumin¿bilirubin (albi) score is the strongest predictor of mortality after lvad implantation", that heartmate 3 patients experienced death, infection, bleeding, stroke/ischemic attacks, and heart transplants (hts). The aim of the study was to evaluate whether the preoperative albi score, together with routine clinical and biochemical biomarkers can predict all-cause mortality in advanced heart failure patients receiving heartmate 3 left ventricular assist device (lvad) support. The retrospective single-center study included adult patients with end-stage heart failure (hf) who underwent heartmate 3 lvad implantation between 2016 and 2024 at the institution, a total of 95 patients. One patient received lvad as a bridge to recovery, three patients underwent implantation as destination therapy, and the remaining individuals were supported with lvad as a bridge to transplantation. Ischemic etiology of hf was present in 57.9% of patients. The median observation period was 835 (250¿1973) days. During the follow-up, 46 patients (48.4%) died. Of the patients who passed away, 6 had stroke after lvad implantation, and 2 had device infections. Over the observation period, device-related infections were observed in 23 patients, bleeding episodes occurred in 48 patients¿most of which were classified as mild to moderate¿and 11 patients had a stroke or transient ischemic attack (tia). 21 patients underwent ht during the long-term follow-up.